Event description:
Baxter global affiliate reported an overfill of solution while the patient (pt) was using the yume cycler for apd therapy. Global affiliate communicated that the pt reported performing a manual drain at the start of the fill phase of therapy, removing approximately 500mls of fluid. After the manual drain was discontinued, the pt noted the yume device displayed the fill volume as being -500mls, rather than omls. The pt resumed the fill phase and noted that the device initiated the delivery of fluid starting from - 500mls. The pt reported that as the fluid was being delivered, the fill volume counted backwards from -500mls unit it reached omls. Global affiliate reported that the pt suspected that the device had delivered 500mls of fluid before starting to deliver any of the programmed fill volume. The device then began to deliver the programmed fill volume of 2000mls, starting from omls. The pt contacted the global call center and when the device displayed 1500mls, the fill was stopped and the pt was bypassed into the dwell phase of therapy. There was no patient injury or medical intervention reported.